Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that the circumstances that led to the ins not charging, being unable to connect, and unable to turn off the stimulation was that the ins just would not charge. The patient said they got in touch with a manufacturer representative (rep) who told the patient what to do; however it was still not working right so they were going to see the rep again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that stimulation was getting on her nerves but she was not able to turn stim off and implant won't charge either for the last several days. Pt could not locate her programmer and only had her recharger. They were unable to connect to the ins. Patient services asked the pt if it had been more than 30 days since she last charged. Pt said yes, it was about that time. Pt still felt stim.